Manufacturer narrative:
Additional information: (d.4.) Device expiration date; UDI. (E) initial reporter details. (H.4.) Device manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25115907 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by a customer that the leakage started once inserted into the IV pump.